Event description:
The patient¿s family member reported patient was not feeling stimulation. The family member started the call by stating the device wasn't working which meant the patient was not feeling stim when clarified. The patient increased from 2.9 to 3.0 and thought the patient was getting a 50% reduction in symptoms. The family member was advised that if the patient was getting a 50% reduction in symptoms there was no need to increase stim. The family member reported that the patient had a couple urgencies that he didn't have during the trial. The family member reported once on sat and once on sunday and was able to make it to the bathroom but had to rush to get there. The patient¿s indicators were for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.